Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. User filed medwatch (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Per user filed medwatch report: "biomed was informed by anesthesia staff that the ge avance anesthesia machine will go off-line and reboot when the equipment tower drawer is closed hard. Biomed conducted a test on 17 avance machines and 15 out of 17 stopped working and rebooted programming when the storage drawer is closed harder than normal. Manufacturer response for avance anesthesia machine, avance anesthesia machine (per site reporter): biomedical has spoken with ge healthcare and they are aware of the problem, but do not have a correction at this time."

Manufacturer narrative:
Ge healthcare has become aware of a potential safety issue where certain avance cs2, avance and amingo anesthesia devices can transition to a system malfunction state if the lower storage drawer containing the optional large tray insert accessory is closed with an abnormally high amount of force. Should the anesthesia device transition to a system malfunction state the device will perform in the following manner: ? - automatically activate alternate oxygen flow within a few seconds, ? - provide high priority audible and visible alarms, ? - provide on display instructions to set the oxygen (o2) flow and manually ventilate the patient, ? - continue to deliver anesthetic agent at the existing vaporizer setting. If the system malfunction is left unresolved, it could result in loss of patient ventilation potentially resulting in hypoxia. There have been no injuries reported as a result of this issue. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 11/02/2016. The gehc internal field modification number is (B)(4).